Manufacturer narrative:
The customer reports that the screen went black and there is no display. The unit functions with no display. The customer powered down and up, removed battery with the same result. Nihon kohden continues to investigate the reported event.

Event description:
The customer reports that the screen went black and there is no display. The unit functions with no display. The customer powered down and up, removed battery with the same result.

Manufacturer narrative:
Manufacturer narrative: the customer reports that the screen went black and there is no display. The unit functions with no display. The customer powered down and up, removed battery with the same result. The unit was evaluated and the customer's complaint of no display was confirmed. The lcd inverter was replaced to resolve the issue. The unit was tested and completed all steps in the maintenance check sheet per service manual. The device has been repaired and returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.